Manufacturer narrative:
Patient identifier - requested, not provided. Age and date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, information yet to be received. Race - requested, information yet to be received. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported a kink in the sheath. When the locator was inserted into the insertion sheath, resistance was felt. The sheath was observed and a kink in the tip of sheath was found. The device was replaced by a competitive product to continue the procedure. The physician had completed the training process on the device prior to this case. The puncture site was proximal to the inguinal ligament of the left common femoral artery. The size of the sheath ancillary used was 8 fr. There was no health damage to the patient. Hemostasis was successfully achieved by a competitive product.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.